Event description:
During venous ultrasound, pt was placed in extreme reverse trendelenburg. The stryker model 1550 electric stretcher actually makes contact with its own parking brake release mechanism when the table is placed in a 50-60 degree position and it trips the brake - leaving a patient in a compromised position with the ability for the entire stretcher to free-wheel around the room. This is a risk for patient injury. Manufacturer response (as per reporter) for stretcher, hospital, electricthey are looking into it and will be in contact.

Event description:
During venous ultrasound, pt was placed in extreme reverse trendelenburg. The stryker model 1550 electric stretcher actually makes contact with its own parking brake release mechanism when the table is placed in a 50-60 degree position and it trips the brake - leaving a patient in a compromised position with the ability for the entire stretcher to free-wheel around the room. This is a risk for patient injury. Manufacturer response (as per reporter) for stretcher, hospital, electricthey are looking into it and will be in contact.